Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2022. The complainant was unable to provide the suspected lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue device was implanted during a spaceoar placement procedure performed on an unknown date. Computed tomography (CT) imaging was performed for simulation, and showed a deep infiltration of the hydrogel into the rectum wall. It is possible that the hydrogel was injected through the muscularis, abutting the mucosa, and has infiltrated the lumen. The patient has received six out of twenty fractions of intensity modulated radiation therapy (imrt), 3gy each. The patient complained about pain and constipation/difficulty with bowel movements. The patient's radiation therapy has been delayed until after the patient receives a diagnostic scope.

Event description:
It was reported to boston scientific corporation that spaceoar vue device was implanted during a spaceoar placement procedure under local anesthesia performed by a urologist on (B)(6) 2022. Computed tomography (CT) imaging was performed for simulation, and showed a deep infiltration of the hydrogel into the rectum wall. It is possible that the hydrogel was injected through the muscularis, abutting the mucosa, and has infiltrated the lumen. The patient has received six out of twenty fractions of intensity modulated radiation therapy (imrt), 3gy each. The patient complained about pain and constipation/difficulty with bowel movements. The patient's radiation therapy has been delayed until after the patient receives a diagnostic scope.

Manufacturer narrative:
Block b3 and b5 have been updated based on additional information received on 01 september, 2022 block d4, h4: the complainant was unable to provide the suspected lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block e1: dr. Michael hsie was the initial reporter. However, the applier physician was dr. (B)(6) (details unknow). Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular.